Manufacturer narrative:
Philips received a complaint on the heartstart xl indicating that the shock energy is lower than the original setting. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the capacitor. The fse replaced the capacitor to resolve the issue, and the device was returned to full functionality. The device remains at the customer site. No further action is warranted at this time.

Event description:
It was reported to philips that the shock energy is lower than the original setting. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.